Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01681.

Event description:
It was reported during a surgical procedure the drill bit broke. No pieces fell into the patient. Attempts have been made and additional information on the reported event is unavailable at this time.